Manufacturer narrative:
The exact date of the event is unknown. The provided event date was chosen as a best estimate based on the date that the manufacturer became aware of the event. (B)(4). According to the complainant, the suspect device has been contaminated and is not available for return. If any further relevant information is received, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that an rx locking device biopsy cap was used during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6) 2021. During the procedure, there was difficulty advancing a plastic stent down the working channel of the scope (3005099803-2021-01697). The scope was sent for reprocessing to remove the stent and a sponge from an rx locking device biopsy cap used in a previous procedure was discovered inside the working channel. The sponge was successfully removed from the scope using forceps. The procedure was completed using another scope. There was no serious injury nor adverse patient effects reported as a result of this event.